Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor was attempted to reprogram to perform linearity test. Unable to perform linearity test due to sensor unable to reprogram and activate successfully. An extended investigation was also performed on the returned freestyle libre sensor. Observed contamination on the sensor¿s printed circuit board assembly (pcba) due to liquid ingress likely from debris collecting on sensor contact resulting in an improper seal. The liquid ingress created a short under the asic, causing irreversible damage to the pcba. Due to the damage, immediate abnormal termination during activation occurred. A linearity test performed, the sensor generates a current that mimics the user¿s glucose values. As the sensor current changes, the poise voltage is maintained, and provides sufficient bias to operate the sensor. Since the damage to the pcba was so excessive, a linearity test could not be performed, and the poise voltage could not be monitored. Adc is therefore unable to perform further testing related to the high readings issue reported by the customer. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.